Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission the device was found to be in backup vvi. Patient was asymptomatic. A device download was successfully performed and the device was restored to normal operation.